Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter. Initially it was reported that the disconnection occurred during the night while the patient accidently manipulated the pd catheter in their sleep. It was later reported that the event occurred while the patient was trying to perform exit site care. Subsequently, the patient developed peritonitis. The cause of the disconnection was unknown; however, the pd nurse reported "there was definitely a breach in aseptic technique¿. The patient was not connected for therapy at the time of the event and no damage was noted to the set. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. On an unreported date, the pd catheter was removed. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.